Event description:
The manufacturer received information regarding a dreamstation 2 device. There is an allegation that the device only goes to 4 and it should go to 10. The patient alleges they have trouble staying awake because they cannot get the proper air flow. There are also allegations that the patient's throat is closing on them and they have trouble eating. The patient was hospitalized and had a scope procedure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.